Event description:
A capsule neuron running the capsule vitals stream application caught fire in a patient room. No injury was involved. Vitals stream is software medical device data system, a 510(k) exempt class I medical device. The fire originated in the internal battery pack which includes three lithium ion cells root cause investigation is currently being performed by the neuron manufacturer, the battery pack manufacturer and the lithium ion cell manufacturer. The initial observations are that the neuron may have been mounted in such a way as to put physical pressure on the battery pack, which could have caused a malfunction leading to the lithium ion cells igniting. This is to be confirmed.